Event description:
It was reported that the lead had high thresholds and was difficult to place at the time of the initial implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The outer insulation had cosmetic environmental stress cracking. There was blood in/on the helix lobe mechanism.